Event description:
It was reported that the patient had difficulty charging the ipg. It was also stated that the ipg felt shallow. The patient underwent an explant procedure.

Event description:
It was reported that the patient had difficulty charging the ipg. It was also stated that the ipg felt shallow. The patient underwent an explant procedure.

Manufacturer narrative:
Sc-1160, sn (B)(6). The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed.